Event description:
Doctor reported a patient was diagnosed with superior nasal paralimbic corneal abcess in the right eye. Patient was treated with topical antibiotics (rifamycine and ciloxan) and advised to discontinue lens wear for a few days. Patient improved quickly with no residual corneal scar and no decrease in visual acuity. A culture was taken, however, results are not available. The treating ophthalmologist stated the culture was not a concern as the patient improved quickly.

Manufacturer narrative:
The product was not returned for evaluation. The lot number information is unknown. Based on all information, no casual factors can be determined and no conclusion can be drawn.